Manufacturer narrative:
Results of investigation: the vela main printed circuit board assembly (pbca) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the exhalation flow transducer failing at zero could not be duplicated, however; there was a transducer fault as reported. The identified root cause of the reported issue was due to a faulty solenoid.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator is alarming transducer fault and the exhalation flow transducer fails at zero. There was no patient involvement at the time of the reported event.